Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces, connector portion was measured to be 23.1 cm and distal portion and distal portion was measured to be 40.8 cm. Insulation breach due to degradation was found at 4.5 cm to 4.6 cm from the connector pin at two locations. Procedural damage to the coil and insulation was found at multiple locations of the partial lead.

Event description:
This report is to advise of an event observed during analysis.